Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The unit came in with a reported problem of loose carriage. The failure was confirmed through related notification and replicated in-house. The unit was tested on an in-house system in normal mode where the issue was not replicated showing no errors. The unit was also tested on a psc (patient side cart) fixture test platform (pftp) where the issue was not replicated with all related tests passed. It was found that the carriage was loose due to the loose screws that hold the carriage to the insertion rail. It was observed that there was not enough loctite on the screws. There were no errors in the system logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the touchscreen on surgeon side cart (ssc2), right master tool manipulator (mtm), and carriage. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was analyzed, and the reported failure (grip calibration failure) was unable to be reproduced nor could it be confirmed. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues.

Event description:
During preventative maintenance (pm), the field service engineer (fse) had a pm failed on the surgeon side console (ssc) 2 for the right master tool manipulator (mtm) on (B)(6) 2024. The fse also found loose carriage on the universal surgical manipulator (usm) 3 on (B)(6) 2024. The fse replaced those parts in accordance with isi procedures. The pm was completed and passed all tests and system verification. There was no report of patient involvement.